Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply and one power cord were received for evaluation. Visual inspection revealed the frayed/exposed wires were on the power supply, not on the power cord as was reported. No damage was observed on the returned power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. There was no diagnostic test needed due to the i3 unit not being returned. The event was visually confirmed.